Manufacturer narrative:
Per tandem's user guide: use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 600 mg/dl, and feeling sick. Reportedly, the cause was stress and the customer reusing supplies as they did not have any additional supplies. Tandem technical support informed the customer that reusing supplies is against tandem labeling, customer acknowledged. Although requested by tandem technical support, the customer declined troubleshooting. Reportedly, the customer resorted to manual injections for insulin therapy until supplies arrive.